Event description:
Product not meeting intended function.

Manufacturer narrative:
Soft bone was damaged/cracked when snap-off portion of screw didn't snap off as it would in normal bone. Product was successfully implanted. Dimensional eval of sample from same lot showed sample was within specification. Device history record has been requested from the MFR.